Event description:
Well after essure I had bad cramps, but I thought it was normal, then headaches, acne, weight gain, pain like if someone was stabbing me, it hurts to even move, can't sleep because of the pain, dizziness, and nausea.